Manufacturer narrative:
.

Event description:
Dealer states the pump lowers with weight. Dealer states no injuries. The 9805p lift has pump model number 9909p with serial number (B)(4). Lift serial number is unknown a this time.